Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
It was reported that during surgery on (B)(6) 2013 for an open reduction internal fixation of the bilateral wrist while the surgeon was drilling into the distal radius bone the 1.8mm drill bit (item # 310.509) broke. All fragments were retrieved and surgeon verified this thru x-ray on 12/07/2013. Another drill bit was available in the operating room. Due to this event, no additional operating room time was added to the surgery. Surgery was completed with no further issues. This is 1 of 1 for report (B)(4).